Event description:
It was reported that the device would not operate on dc power. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of the ic, u23 on the digital pcb assembly. The device was replaced to the customer.